Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, it was also reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. Customer¿s blood glucose level was 60-158 mg/dl.